Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding: other') in a 30-year-old female patient who had essure (batch no. 977933) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"), 8 months 31 days after insertion of essure. In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced back pain ("back pain") and anxiety ("psychologicalor psychiatric problems condition: anxiety"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On (B)(6) 2019, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), gastrointestinal disorder ("gi conditions") and bladder disorder ("bladder problems"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, menorrhagia, vaginal haemorrhage, abdominal distension, psychological trauma, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, weight increased, bladder disorder, anxiety and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, bladder disorder, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for bladder/urinary problems: uti. Plaintiff has not underwent essure removal and neither planning for same. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Lot number: 977933 manufacture date: 2012-04 expiration date: 2015-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-sep-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding: other') in a 30-year-old female patient who had essure (batch no. 977933) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"), 8 months 31 days after insertion of essure. In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced back pain ("back pain") and anxiety ("psychologicalor psychiatric problems condition: anxiety"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On (B)(6) 2019, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), gastrointestinal disorder ("gi conditions") and bladder disorder ("bladder problems"). The patient was treated with surgery (total hysterectomy, laparoscopic, with bilateral salpingooophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, menorrhagia, vaginal haemorrhage, abdominal distension, psychological trauma, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, weight increased, bladder disorder, anxiety and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, bladder disorder, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for bladder/urinary problems: uti. Plaintiff has not underwent essure removal and neither planning for same. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Lot number: 977933, manufacture date: 2012-04, expiration date: 2015-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2021: mr received. Reporter information added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding: other') in a (B)(6) year old female patient who had essure (batch no. 977933) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"), 8 months 31 days after insertion of essure. In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced back pain ("back pain") and anxiety ("psychologicalor psychiatric problems condition: anxiety"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In may 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On (B)(6) 2019, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), gastrointestinal disorder ("gi conditions") and bladder disorder ("bladder problems"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, menorrhagia, vaginal haemorrhage, abdominal distension, psychological trauma, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, weight increased, bladder disorder, anxiety and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, bladder disorder, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for bladder/urinary problems: uti. Plaintiff has not underwent essure removal and neither planning for same. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Most recent follow-up information incorporated above includes: on 11-sep-2020: pif received:, reporter added. Essure removal details added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.